Manufacturer narrative:
The reported events of insulation breached at the suture sleeve tie region and noise were confirmed. As received, a complete lead was returned in three pieces. Visual examination found suture sleeve impression on portion b and the inner insulation was breached at the suture sleeve tie region on portion c consistent with damage caused by overtightened suture. The cause of the reported events was isolated to the breached insulation due to suture tie down forces. No other anomalies were found with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited multiple noise reversions discovered during clinic follow-up. The physician noted an insulation breach in the area of the anchor suture. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.